Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis which was manifested by stomachache and turbid dialysate the cause and treatment were not reported. The patient was hospitalized on the same day as the onset via emergency room due to stomachache and turbid dialysate. At the time of this report, the patient has not recovered from the event and pd therapy was discontinued. No additional information was provided because the reporter declined follow- up.